Manufacturer narrative:
B3: event date is month/year valid. Continuation of d10: product ID: a820, serial# unknown, product type software product ID: hh90t01, serial# (B)(6), product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump for spinal pain indications and other. It was reported that when they do their bolus, the loading screen will sit at 90% for 3 to 5 minutes. They already explained the issue to their doctor. The patient said the issue started probably 3 weeks ago when they were at the 'office'. The agent walked the patient through clearing the data and accessing the app. The patient was able to connect without lag and powered on the handset right away to save the battery level. Troubleshooting steps taken on the call resolved the issue. They mentioned their next bolus wasn't until 5:00. They said they would call back for further assistance.